Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. One (1) osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. The reported event is non-verifiable following evaluation of the returned device and with the information provided. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2015021036). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2015021036) using keyword perforated sinus, bone loss, and infection and no other complaint was found. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is customer error in treatment planning and patient factors (poor bone density -type IV). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event unknown / not provided. Unique device identifier (UDI) not applicable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #14 was removed due to sinus perforation, infection and bone loss. Symptoms as a result of the event: abscess and pain. Patient will return for an additional appointment for bone graft and implant replacement.